Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient was having difficulty connecting the power source to port one (1) of the controller. There was no reported patient injury as a result of this event. The controller, (B)(4), was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The event was confirmed and duplicated at the bench level. Analysis of the returned controller revealed the controller failed visual inspection as a result of damaged outer grooves on the power port connectors; however, the controller passed functional testing as it was possible to provide power to the controller. The root cause for the 'poor mechanical connection' event was found to be the damage on the outer grooves on the power port connectors, most likely a result of improper handling, material durability and assembly interferences. The manufacturer has an open internal investigation to evaluate these types of issues. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported that it was difficult to connect the power source to port one (1) of the controller. On inspection it was found that the batteries either did not connect or were very difficult to connect to power port one (1). The patient had previously been connecting the power sources without a problem. The facility inspected the connection but stated that it was difficult to see if the pins were bent. The facility stated that there had been no known trauma preceding the event. The facility performed a controller exchange, removed the device from service and the patient was provided with a replacement device. The device was returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event.